Manufacturer narrative:
The "serial #" and "date of manufacture" was provided and updated. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received letter from attorney alleging his client was provided loaner by numotion. It did not have a seat belt that fit and wheelchair lost power then jerked, throwing consumer to pavement.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received letter from attorney alleging his client was provided loaner by numotion. It did not have a seat belt that fit and wheelchair lost power then jerked, throwing consumer to pavement.

Manufacturer narrative:
The "date of event" was provided and updated. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received letter from attorney alleging his client was provided loaner by (B)(6). It did not have a seat belt that fit and wheelchair lost power then jerked, throwing consumer to pavement.